Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient height is 1m 69cm. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event is unknown. This report is for one (1) unknown pfna helical blade. Part#, lot# and UDI # is not available. Explant date: devices were not reported to have been explanted. During the revision procedure, additional device was implanted. Device is not expected to be returned for manufacturer review/investigation. Initial reporter facility contact number (B)(6) . PMA 510(k): this report is for one (1) unknown pfna helical blade. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follow: it was reported that on (B)(6) 2014, patient was implanted with a proximal femoral nail antirotation (pfna) at the left femur. On an unknown date, pseudo arthrosis was detected at the left femur. To treat the pseudo arthrosis a locking compression plate (lcp) was implanted additionally on (B)(6) 2015. Patient outcome was not reported. Reported concomitant devices: cement (part# unknown, lot# unknown, quantity 1). This report is for one (1) unknown pfna helical blade. This is report 2 of 3 for (B)(4).